Event description:
It was reported that upon device interrogation multiple over-sensed noise episodes were observed resulting in inappropriate anti-tachycardia pacing (atp) delivered by the right ventricular (rv) lead. Some episodes resulted in shocks being aborted. Programming changes were performed. There were no patient consequences.

Event description:
New information received indicated that the rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences post-procedure.